Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the left internal carotid artery with heavy calcification and moderate tortuosity. The 8x60mm xpert pro self-expanding stent (ses) was advanced to the target lesion. The stent was attempted to be released from the delivery sheath; however, during retraction of the sheath, resistance was noted with the deployment mechanism and the stent was not able to be completely deployed. Therefore, the ses was removed from the patient. Another xpert pro ses was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were unable to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As the reported mechanical jam and the reported activation failure were unable to be confirmed during return analysis, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the heavily calcified, moderately tortuous and 90% stenosed anatomy resulted in preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report being filed, it was reported that the stent completely failed to deploy. No additional information was provided.